Manufacturer narrative:
The customer has only returned pacer / defibrillator board for evaluation. The board was tested and no fault could be found. The board was found to have rust and corrosion on the non-component side. It is suspected that fluid ingress might have caused the malfunction. The board was scrapped as a precaution.

Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message codes "cannot dump", status 104" and "status 66" on the monitor screen while performing a 100 joules self test. The complainant indicated that there was no pt involvement in the reported failure.